Event description:
As reported to coloplast though not verified, pt was implanted with aris and exair mesh. Later the pt experienced recurrent stress incontinence, bladder dysfunction and hypermobile bladder neck. A harvest of rectus fascia, excision of mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.